Manufacturer narrative:
The probable root cause is attributed to the loose armrest interfering with the touchpad. This issue can be resolved by the field service engineer (fse) service of the system.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the could not swap between arms on one of the surgeon side console (ssc). The surgeon moved to the other console and swap worked correctly with no errors or messages. It was possible one of the universal surgical manipulator (usm) arm 1 or 2 was assigned to the other ssc with possible swap peddle issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was already resolved when the customer called. No, the suspected surgeon side console (ssc) was not in a downstate. The issue was most likely due to the swap pedal not working. Unsure and would need an fse to follow up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found armrest loose, freezing touchpad with weight on it. Tightened armrest and calibrated touchpad. Checked sub system foot pedal switches, all working fine. The system was tested and verified as ready for use.